Event description:
The patient's mother alerted us to the fact that after accessing the patient's port repeatedly, the center portion of the microclave needless valve stayed pushed in, causing blood to leak and creating a serious infection prevention risk. The family uses chlorhexidine as a disinfectant, per community standard.